Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 11/7/2018. The product was returned in the condition reported. Thrombus was found on the distal tip of the catheter. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The thermocool® smart touch® sf bi-directional navigation catheter was removed and a thrombus was discovered on the catheter tip. The catheter was replaced and the issue was resolved. The procedure was continued without patient consequence. The power went up to 35w at maximum. The irrigation flow rate was normal. The radio frequency delay time was 1 second. The contact force was not known. There was no abnormality in the function of the product before inserting it to the patient. The smartablate generator (serial number (B)(4)) was used in the procedure. The ablation method used was point by point. The thrombus was assessed as a reportable malfunction.

Manufacturer narrative:
The device history record has been provided on november 14, 2018. The device history record (DHR) for the lot number: 30026854l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The thermocool® smart touch® sf bi-directional navigation catheter was removed and a thrombus was discovered on the catheter tip. The catheter was replaced and the issue was resolved. The procedure was continued without patient consequence. The power went up to 35w at maximum. The irrigation flow rate was normal. The radio frequency delay time was 1 second. The contact force was not known. There was no abnormality in the function of the product before inserting it to the patient. The smartablate generator (serial number g4c-3490) was used in the procedure. The ablation method used was point by point. The device was visually inspected and thrombus was observed on the tip. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. The root cause of the thrombus observed cannot be determined. It could be related to the procedure. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on november 21, 2018, stating that no error occurred. There was no information if anticoagulant or saline solution was used in the procedure. There is no information if the patient exhibited any neurological symptoms since the procedure was completed. Manufacturer¿s reference number: (B)(4).